Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The event was reported to have occurred during an unspecified neuro surgery. There were no delays to the surgical procedure as a spare back-up tray was available for use. There were no injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was ¿heating up¿. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error by excessive side loading causing the bearings to wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.